Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the sample was not returned in its original packaging. It was placed in a health care facilities tyvek pouch. The sample was found contaminated by blood. The mesh was not found as expected. The mesh has been cut and the green marking is no longer centered. The textile knitting was found as expected. The collagen was completely absorbed. Three sutures blue yarns are visible on the mesh. The mesh was cut in 4 parts lengthwise and of the width. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Conclusion of the visual examination, the reported condition relative to the defect was confirmed. The root cause could not be reliably determined. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a review of the device history record, no failure or ncr that may relate to the reported conditions have been noted. Especially the records related to the collagen film casting were found within specifications. No product was provided for evaluation. The visual examination of the provided picture shows that: the mesh is packed in a health care facilities tyvek pouch. Textile knitting pattern of the contaminated mesh could match with a symbotex composite mesh and the green marking is visible. The mesh has been cut and several suture threads and knots are visible. Due to the plastic film of the tyvek pouch and its reflection, is not possible to observe the aspect of the collagen film. Without the sample a detailed investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter, during an open/traditional hernia, resection of the abdominal wall. Absorption of the mesh in 48 hours, from the visceral side of the collagen plus glycerol, caused adherence and the adhesion enzyme was used together with the mesh. The product was withdrawn from the patient after 48 hours. The product was replaced by another manufacturer's product. The sample will be returned.